Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent was found to be dislodged on the stylet upon unpacking. The device was not used on the pt. No add'l event or pt info is available.

Manufacturer narrative:
Results - quality engineering was unable to determine a root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent implant was returned with no blood or contrast visible. The stent delivery system (sds) was not returned. The stent implant was returned on the stylet. There was no damaged noted to the stent implant. The stylet and orange protective sheath were returned. There was no damaged noted to the protective sheath. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met mfg criteria. Pin gauges were used to measure the inner diameter of the orange protective sheath. Product performance engineering reviewed the incident info and results of the returned device analysis. It was reported that during the unpacking of a 3.50 x 15 mm rx vision stent delivery system (sds), the stent implant was found not to be crimped on the balloon of the sds. The stent implant was reportedly found on the stylet. There was no pt involvement. The analysis of the returned stent implant, protective sheath and stylet, without blood or contrast confirmed the reported complaint of stent dislodgement outside the body. The sds of the pertinent rx vision was not returned; hence it was not possible to ascertain that the stent implant was originally crimped onto the balloon during mfg. However, it should be noted that there are in-process controls. For quality characteristics such as, stent placement/security, stent damage and crimped stent outer diameters, in place in ensure that the stent is crimped adequately during mfg. There was no noted damage to the stent implant. The dimensional measurement of the stent outer diameters and protective sheath inner diameter were found to be within mfg criteria, suggesting that there was no quality issue with the returned stent implant. Factors other than mfg causes that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. Based on the incident info and results of the analysis of the returned parts, a conclusive root cause for the reported complaint cannot be determined. However, there is no indication to suggest that materials or workmanship caused or contributed to the dislodgement. A review of the lot history record did not indicate any ncmr. All quality parameters were within spec on the lot release test samples. In review of the identified similar complaint of stent dislodgement ex-vivo reported with this part/lot number combination, it was noticed that the pertinent sds was also not returned. A root cause was undetermined for the stent dislodgement. There is no indication of a quality specific problem with this part/lot number combination. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.